Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid was found to be damaged. The following information was provided by the initial reporter: the customer's verbatim report is that one of the claws on the lid was broken and the lid did not shut.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid was found to be damaged. The following information was provided by the initial reporter: the customer's verbatim report is that one of the claws on the lid was broken and the lid did not shut.

Manufacturer narrative:
Investigation: pictures were received showing the defects on the lids. The DHR review process cannot be performed since there was no lot number provided. A review of the historical ncmr¿s for the affected component (lid) under part number bdx-8990020 was made and it was found that 6 ncs were generated for the same defect in the last 5 years, the very last event was reported back in the last year. There is an obstruction by excess of plastic material on lid¿s skirt, which seems to be generated by a broken insert in the mold. Hence, the lid can¿t fit the base when trying to assembly by end user. According with this evidence, we can determine this issue as a manufacturing related topic since this kind of issues are generated due to a damaged on the mold (broken insert) during the injection molding process.